Manufacturer narrative:
Date sent to the FDA: 12/17/2007. Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the eval will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. Customer reports the following possible products: lot: xpz090, mfg date: 12/1/2006, exp. Date: 7/31/2011. Lot: zdz755, mfg date: 4/1/2007, exp date: 1/31/2012. A review of the batch mfg records was conducted. This review did not identify any non-conformance and the batch met all finished goods release criteria.

Event description:
Customer reported that, the suture broke when the pt coughed while in recovery. The pt was returned to surgery for repair.